Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 32x2.25mm promus premier¿ stent was selected to treat the lesion. It was during preparation while the device was taken out from the hoop, the stent was found to be dislodged. The procedure was competed with a 2.25x28mm promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched and lifted from the stent profile apart from the first 9 rows on the proximal side. The stent stretched distally over the balloon and the bumper tip, however no signs of movement noted. This type of damage is consistent with mishandling of the device during preparation. The max stent profile was recorded during the manufacturing process with no profile issues. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 32x2.25mm promus premier¿ stent was selected to treat the lesion. It was during preparation while the device was taken out from the hoop, the stent was found to be dislodged. The procedure was competed with a 2.25x28mm promus premier¿ stent. No patient complications were reported.